Manufacturer narrative:
Device eval by manufacturer: the device was not returned. However, a picture was provided. Per media inspection, it can be observed that two of the needle/tines were bent at the distal section.

Event description:
It was reported that the needle/tines were bent. A 3.0/17/15 leveen superslim needle electrode was selected for use in a percutaneous radiofrequency ablation of pulmonary lesions. During the procedure, two of the needles on the electrode were deformed; the rest of the needles were normal. The procedure was not completed due to this event. No patient complications were reported. The patient was in stable condition following the procedure.